Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an alert indicative of early battery depletion. Device replacement was being planned. The s-ICD remains in service at this time, and no adverse patient effects were reported.